Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low tidal volume. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. According to the information provided by the technician, the customer reported that the ventilator generated tidal volume low alarm during use on patient. The device was checked and no deviation was found. Device successfully passed pre-use check. The device was delivered to the user in working condition. Review of the device's logs confirmed occurrence of reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as high and low respiratory rate, paw high, peep low, peep high, high continuous pressure, regulation pressure limited, inspiratory tidal volume overrange or expiratory minute volume low indicates a leakage in the patient circuit or increased pressure in the ventilator breathing system (high resistance in the patient circuit). Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leak or increase of resistance in the patient circuit.

Event description:
It was reported that the ventilator generated an alarm indicating low tidal volume. There was no patient harm. Manufacturer's ref. #: (B)(4).